Event description:
A report was received that the leads were producing high impedances after a non-device related fall. The patient underwent a revision procedure, during which, it was noticed that the leads were fractured. The physician chose not to continue with the surgery and referred the patient to a neurosurgeon for a full system revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information can be obtained. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the leads were producing high impedances after a non-device related fall. The patient underwent a revision procedure, during which, it was noticed that the leads were fractured. The physician chose not to continue with the surgery and referred the patient to a neurosurgeon for a full system revision.

Event description:
A report was received that the leads were producing high impedances after a non-device related fall. The patient underwent a revision procedure, during which, it was noticed that the leads were fractured. The physician chose not to continue with the surgery and referred the patient to a neurosurgeon for a full system revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.